Event description:
During a colonoscopy, the physician used a cook instinct plus endoscopic clipping device. It was reported that once in the patient, when they went to clip the lesion, the jaw of the clip broke. The procedure was successfully completed with another device of the same type. Clip jaw part left in patient to pass naturally. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in an open pouch from the lot number provided in the report. The label matches the product returned. Our laboratory evaluation of the product said to be involved confirmed the report. The device was returned in a coiled position and one clip jaw was missing. The missing clip jaw was not included in the return. Upon further inspection under visual magnification, it could be seen that one clip jaw was missing, however the nitinol strips were still present. One stylet pin was missing and not returned. When the handle was actuated, the drive wire extended forward, and the housing detached from the cath attach. A function test was not possible, due to the condition of the device. The device was returned to the supplier for further evaluation and the following was provided, "visual evaluation confirms that one of the jaws was missing from the device. In addition to the missing jaw there is a missing stylet wire. There were no other anomalies found with the device. Functional evaluation of the device was limited due to its current state. Upon actuating the handle, the remaining jaw did not open as expected. The housing and cath attach were detached from each other causing the housing to trombone. No other functional evaluation was able to be performed. Based on the functional and visual evaluation the reported complaint is confirmed. All instinct plus device tips are inspected to verify presence of stylet wires per wsi-143. Additionally, all devices are opened and closed one time per wsi-138 to verify tip functionality. Without receiving the fallen jaw, further evaluation cannot be performed." The device history record for was reviewed and was manufactured february 2025. There were relevant defects noted in the manufacturing/fqc checklists for jaws. The device history record for the lot number said to be involved was reviewed. Nonconformances that could potentially be related to the complaint were contained in the associated DHR. The nonconformance documentation supports the affected device(s) were dispositioned appropriately prior to release of this lot. There is no evidence nonconforming product was released for distribution. In an effort to heighten awareness of the potential connection of the customers report to the current manufacturing processes production personnel were notified. Investigation conclusion: our laboratory evaluation of the returned device confirmed the report. The supplier provided the following, "a review of the device history record was performed, and any relevant defect has been noted. The visual and functional evaluation of the device confirmed the customer's complaint. All device tips are inspected for the presence of stylet wires and each device is opened and closed to verify functionality prior to packaging. It is unknown how the damage occurred; therefore, root cause could not be determined." Prior to distribution, all instinct plus endoscopic clipping devices are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: based on the quality engineering risk assessment, no corrective action is warranted at this time. A review of the complaint history was conducted. Based on this review, the likelihood of this report is rare. Quality assurance will continue to monitor for complaint trends.